Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twelve devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the first reload fired fine. On the second firing it was articulated 45 degrees. It started firing, then stopped about 1cm along the reload. The staple line was incomplete on the distal part. Only 1cm of staples were caught and some were hanging off the cartridge. They fired over the incomplete staple line with another reload using a manual handle to fix the staple line. Also the jaws of the device locked on tissue. To remove the device they pressed the open jaw button and the knife blade came back and the jaws opened. There was no patient injury.